Event description:
While performing ptca of the rca, the tip of the wire broke off and became embedded in the subintimal calcified plaque. A femoral approach was being used. No attempt to retrieve the tip was tried.